Event description:
On (B)(6) 2005, I underwent a left total hip arthroplasty. I received the depuy pinnacle sector 54 mm cup, ultamet, 36 mm metal liner summit, size 5 standard offset press fit stem, articuleze 36 mm +1.5 mm head. On june 23, 2010, I underwent a right total hip arthroplasty. I received the depuy pinnacle sector 54 mm cup with 46 mm inner diameter metal liner. Summit size 5 standard offset press-fit stem, femoral head 36 mm diameter, -2 mm length. Soon after the second surgery I began experiencing pain in and around my implants. I contacted my doctor in (B)(6) 2010, with concerns of severe pain within the right groin area. I was also having a grinding sensation occurring in both hips, with audible squeaking. In (B)(6) 2011, blood work ordered by my doctor revealed that my blood and plasma had elevated chromium and cobalt levels. Further blood work in (B)(6) 2011, confirmed these elevated chromium and cobalt levels. On (B)(6) 2011, I underwent a revision surgery to remove the pinnacle devices. Diagnosis or reason for use: degenerative joint disease, left hip; degenerative joint disease, right hip.